Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The physician did not make programming changes to the device. The patient will be monitored.